Event description:
Several rv lead oversensed beats noted on high rate non-sustained episodes episode (B)(6) 2021. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).